Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the tip of the apollo catheter prematurely detached during preparation. The patient was undergoing treatment for an arteriovenous fistula (avf). The patient's vessel tortuosity wassevere. It was reported that there was no friction/difficulty during injection. No force was applied during removal, the tip was not entrapped/stuck, and there was no vasospasm. The device was replaced, and the patient did not experience any injury, complications, or additional medical/surgical intervention. The devices were prepared and flushed according to the instructions for use (IFU).

Manufacturer narrative:
The apollo micro catheter was returned for analysis. No damages or irregularities were found with the apollo hub. No damages or irregularities were found with the micro catheter body. The detachable tip was already detached and not returned for analysis. No other anomalies were observed. The apollo usable length was measured to be ~163.0cm (specifications: 165.0cm ± 2.5cm). The ldpe coupling tube overlap length was measured to be ~2.0mm which is within specification (specifications: 1.0mm - 2.5mm). Based on the device analysis and reported information, the apollo micro catheter was confirmed to have ¿tip premature detachment¿ as the distal detachable tip was found to be detached from the catheter. Customer reported tip detached during preparation, no friction/difficulty during injection, no force was applied during removal, tip was not entrapped/stuck, no vasospasm, vessel tortuosity as severe and devices were prepared and flushed per IFU. The DHR review found the tip detachment tensile value was found to be within control limits of historical spc data and specifications. There was no non-conformance to specifications identified that led to the reported issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there was no kink/damage noticed on any of the devices, and the cause of the event was unknown.